Event description:
In (B)(6) 2004, I had three hernias repaired at (B)(6). Since then, I've had a number of stomach related issues to include unexplained pain, reflux and severe bloating. I change my diet constantly because I thought it was because of my eating habits. After removing dairy from my diet and becoming a vegetarian, I still have the same stomach issues that remain constant. I was told that there was a recall on the mesh covers that had been used in hernia repair surgeries. I was wondering how do I find out if this is what my problem is and what do I do?